Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured between june 17, 2017 - june 20, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred during filling of the folfusor with fluorouracil and prior to patient use. There was no patient involvement. No additional information is available.